Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6)2007, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving an unknown drug via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Concomitant medications and pertinent medical history were not reported. During a refill session on (B)(6) 2015, notes in the pump logs revealed that a pump replacement had occurred on (B)(6) 2009. No patient symptoms were reported. No additional information was provided. Additional information regarding pump identification, the drug in the pump, reason for pump replacement, contributing factors, troubleshooting/diagnostics, patient symptoms, and outcome were requested. If additional information is received, a follow-up report will be sent.